Event description:
Per siris 2024 report, the following revisions were reported: this pi is for 8 revisions of accolade ii/ trident ii hips, and 2 revisions of trident ii hips with competitor stems.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.